Event description:
Mick 200 applicator malfunction x4 - serial # (B)(4) - each mick experienced a mechanical malfunction - two clip failures (determined to be from not lubricating pivot mechanism) and two seed jamming's - may be related to not performing sterile water lubrication during procedure. Less than the intended number of seeds were placed as a result. Reviewed seed placement and determined that adequate placement and dosing achieved. No further surgical intervention indicated. Pt will be followed with radiological studies and with psa labs as previously planned. FDA safety report ID# (B)(4).